Event description:
A malfunction occurred, displaying malf 9, with a fault ID available as 0x20f1. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.